Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibited foreign material inside the auxiliary water channel, inside the nozzle, and on the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.